Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an intraocular lens (iol) explanted (B)(4) 2018, due to hyperopic surprise and decreased visual acuity in the left eye. Patient symptoms started on (B)(6) 2018. The patient was doing fine when discharged. At explant, the incision was enlarged during the replacement. A vitrectomy was performed. Sutures were required. Visual acuity pre-op (pre-initial implant): cf (counting fingers): visual acuity post-op (post-initial implant): 20/150, visual acuity post-op (post-replacement): 20/30+1. Treatment or prescription given by the doctor outside of the normal post-operative treatment: besivance, lotemax gel, prolensa. Replacement lens as a tecnis toric, model zct100 21.0 diopter. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: on the initial MDR, a replacement lens with a tecnis toric, model zct100 21.0 diopter was provided; however, the correct replacement lens was a tecnis model zcb00, 22.0 diopter. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.